Event description:
During preparation for a case when testing the aspiration pump system, the aspiration tubing would not provide suction. The tubing was switched out and the new system was used successfully in the case.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device evaluation.